Event description:
Marketing study ¿ it was reported via (B) (4) survey conducted by (B) (4) for edwards lifesciences, (B) (4) 2009. Note the reporter (hospital, surgeon) is anonymous. The device is a 7000tfx of unknown size, however a 7000tfx, 23mm was chosen as a product ID. The complaint was described as follows: they had problems with the design of the valve in the beginning where sometimes the sutures get caught on the posts [(B) (4)]...if you go back to the (B) (4), when it was originally manufactured, it came out just like any other valve. And we had in our institution several incidences of the sutures getting caught on the stent posts [(B) (4)]. Response from physician 2.

Manufacturer narrative:
Sutures get caught on the stent posts.this event was determined to be reportable per edwards lifesciences procedures. The event was learned through via 9b0 (4) survey. The device history record (DHR) review was not possible due to no lot/serial number(s) were provided. No additional information was provided, device was not returned for evaluation.

Manufacturer narrative:
No product return.

Event description:
Marketing study - it was reported via magna mitral (B) (4) survey conducted by (B) (4) for edwards lifesciences, (B) (4) 2009. Note the reporter (hospital, surgeon) is anonymous. The device model and size are unknown. I am ...on the cusp of not satisfied...because of premature structural deterioration less than five years after implant...I¿ve been in a quandary on two or three occasions as to should I replace this magna mitral that seemed like it was about two years old...I¿m not sure it was a magna mitral, but it was an edwards pericardial mitral (B) (4)...if I get another patient or two coming back with premature deterioration, I¿ll probably start using a different valve...I¿m not going to change everything I do because of two, maybe three cases over the course of a year or so. Put it this way: it¿s on my radar screen. If I get another one, I¿m going to start asking around [re: question 18]. Response from physician (B) (4)..